Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (cds 70206u162) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mr. Two clips were implanted, reducing mr to 1. Approximately 3 months ago, the patient returned with increased mr, with a grade of 3-4. On (B)(6) 2018, a second mitraclip procedure was performed. It was found that one of the initial clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The steerable guide catheter (sgc) was advanced to the left atrium without issue. When the clip delivery system (cds 70206u162) was advanced into the sgc, air was noted in the sgc. The cds was removed and aspiration was performed. The cds was re-inserted into the sgc 3 times, with the same result. The sgc was removed and replaced. The cds was re-advanced, but air was again noted, and it was then observed the cds clip introducer was leaking. The cds was removed and replaced. A new cds was used with the same sgc successfully. One clip was implanted, reducing mr to 1-2. The patient was confirmed to be stable post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned. The lot history record review and complaint history could not be performed because the part and lot number were not reported and the product was not returned for analysis. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (restricted posterior leaflet and prolapsed anterior leaflet). The reported adverse event of worsening mitral regurgitation (mr) was a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.